Manufacturer narrative:
(B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During thr procedure , while implanting the femoral component with the modular stem anterior inserter shaft c the tip of the instrument was broken. There was no evidence of the tip, not inside the patient body and not in the or floor.